Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 29. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 29. On (B)(6) 2021 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.